Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a black screen, and the remote smart service (rss) was showing as offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not responding, and a black screen had appeared. A field service engineer (fse) replaced the drawer controller board on main half height drawer 4.1. After the replacement, the station booted up without any issues. A final test was initiated for the affected drawer using the hardware test application (hta), and the drawer successfully passed all tests. The system functioned as intended after the field service engineer repaired the device.